Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that all the seal plugs were intact and setscrews were operating normally. The device case appeared to be swollen. The device had no telemetry and no pacemaker output. The generator casing was removed and no irregularities were noted. Manual electrical measurements were tested and there was normal sensing, pacing and defibrillator functionality. A depleted cell was the cause of the no telemetry, and there is no known cause found for how the cell depleted.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.